Manufacturer narrative:
Product analysis: a visual inspection of the device confirmed that the balloon burst and detached at the proximal end, and that both markerbands are present. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it is not known at what pressure the balloon burst. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID prb35-06-080-120 (b550358); product type: 0673-peripheral stent; implant date (B)(6) 2024; explant date (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An evercross pta balloon was being used for treatment of a calcified lesion in the proximal region of the right superficial femoral artery. There was minimal tortuosity and severe calcification. The IFU was followed. A 7fr non medtronic sheath and non medtronic guidewire were used. The vessel was pre-dilated and post dilated after stent placement with reported evercross balloon. The balloon passed through a previously deployed protege everflex. Severe resistance was encountered when advancing the device but excessive force was not used. An unknown inflation device with 50/50 contrast was used for balloon inflation. It was reported during first inflation a pin hole burst occurred, removal difficulties were encountered and the balloon caught on the stent strut of the protege everflex or calcium. The stent and the balloon were surgically removed via cut down and the bypass graft was placed.